Event description:
It was reported that technical services (ts) was contacted for a consult review of the presenting electrogram (egm) due to atrial pacing percentage rate not as expected. Ts reviewed the device data and noted that the right atrial (ra) lead exhibited high out of range pacing impedance measurements. Ts discussed possible causes and recommended programming optimizations. At this time, the ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that technical services (ts) was contacted for a consult review of the presenting electrogram (egm) due to atrial pacing percentage rate not as expected. Ts reviewed the device data and noted that the right atrial (ra) lead exhibited high out of range pacing impedance measurements. Ts discussed possible causes and recommended programming optimizations. At this time, the ra lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported a revision procedure was performed where this right atrial (ra) lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. This ra lead was returned to facility and is awaiting analysis.